Manufacturer narrative:
The investigation determined that report lower than expected vitros intact pth (ipth) results obtained from non-vitros biorad quality control (qc) fluid when using a vitros immunodiagnostic product intact pth (ipth) reagent on a vitros xt 7600 integrated system. The assignable cause for the lower than expected results obtained using vitros ipth lot 1645 was a reagent issue. On (B)(6) 2022, a communication (B)(4) was sent to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots 1610, 1621, 1630, 1640, 1645, 1650, and 1670, customers may experience lower than expected results with an average negative bias of approximately -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. The FDA was notified of this issue on (B)(6) 2022. Please refer to report #3007111389-11/17/2022-001-c.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros intact pth (ipth) results obtained from non-vitros biorad quality control (qc) fluid when using a vitros immunodiagnostic product intact pth (ipth) reagent on a vitros xt 7600 integrated system. The first event occurred on (B)(6) 2022. Ipth lot 1645, biorad level 1 result of 16.37, 16.48 and 16.76 pg/ml versus the expected result of 26.05 pg/ml ipth lot 1645, biorad level 3 result of 500.93 pg/ml versus the expected result of 718.65 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected results were obtained from non-patient fluids. There was no indication that patient samples were affected around the time of the event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600162.